Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user was unable to reverse discharge and add patient to machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was failed to readmit or reverse discharge. The technical support specialist (tss) guided that the customer that either the interface team can resend the hl7 message to readmit the patient or enable the reverse discharge. The reverse discharge setting can be enabled by accessing the facilities settings and enter the amount of hour and select the reverse discharge to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user was unable to reverse discharge and add patient to machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.